Event description:
Material no: (B)(4) batch no: 0350121, 1015563, 0362253, 0347346. It was reported that most issues the customer is experiencing consist of small spots of chloraprep and black spots. A few have also had leakage into the handle and sponge. Event description per attached email from bd rep states: we are experiencing a high amount of packaging issues with bd 930815. Most issues consist of small spots of chloraprep and black spots (see attached). A few have also had leakage into the handle and sponge, this product has already been sent back to bd. All packaging seems to be well sealed. 18 each -- lot# : 0350121. 23 each -- lot# : 1015563. 13 each -- lot#: 0362253 . 8 each -- lot#: 0347346. Event description per attached email from medline states: injuries or adverse event: no. Item: (B)(4). Quantity affected: (B)(4) each. Serial/lot number: na. Reported issue: packaging issue.

Manufacturer narrative:
The applicators show orange dye inside the barrel but not extending to or above the trigger. The area around the orange tinted pledget will tend to be reddish/ orange due to the ultrasonic welding process of the foam tip unto the body/handle which disperses the orange dye in the pledget to proximity area. This type of red/orange dye is acceptable around the tinted orange pledget and on the back side of the foam tip but is considered a non conformance when the orange dye extends throughout the barrel. The orange dye is not or foreign matter origin, but is an inactive ingredient inherit in the product by design. The orange dye powder may be dispersed to the outside of the applicator on rare occasions during the assembly, and packaging. Also, during the sterilization which uses vapor (water), when in contact with the orange dye brings out exaggerates the orange color intensity. The orange dye is used on the applicator as part of the design to color the solution upon activation by breaking the ampoule and solution flowing thru the hi-lite orange pledget (with the orange dry powder dye) as a visual prepping confirmation on the patient¿s skin. The orange color inside the package does not indicate the product has been activated, leaking, or is dirty (foreign matter). The applicator is sterile if package is intact. The orange dye (fd&c yellow # 6) used on the applicators is part of the design to serve a visual purpose of tinting the skin orange upon application to confirm the prepping of the patient¿s skin. The dye is an approved FDA (federal drug agency) colorant and is an inactive ingredient to be used in foods, drugs, and cosmetics (fd&c). The dye (fd&c yellow # 6) is documented in the product labeling (inner carton, lidding, instruction for use (insert)) as an inactive ingredient. The most probable root cause for orange dye around the orange tinted pledget is the equipment, process and / or material variability inherent to the process and design. Follow up e MDR (B)(4).

Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions. Imdrf annex f code health effect: impact code: (B)(4) no patient involvement. Imdrf annex a code medical device problem code: (B)(4) no apparent adverse event ((B)(4)). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 930815 batch no: 0350121, 1015563, 0362253, 0347346. It was reported that most issues the customer is experiencing consist of small spots of chloraprep and black spots. A few have also had leakage into the handle and sponge, event description per attached email from bd rep states: we are experiencing a high amount of packaging issues with bd 930815. Most issues consist of small spots of chloraprep and black spots. A few have also had leakage into the handle and sponge, this product has already been sent back to bd. All packaging seems to be well sealed. 18 each: lot# : 0350121, 23 each: lot# : 1015563, 13 each: lot#: 0362253, 8 each: lot#: 0347346. Event description per email from medline states: injuries or adverse event: no, item: 930815, quantity affected: 8 each, serial/lot number: na, reported issue: packaging issue.